Event description:
It was reported that there was an error in flow rate accuracy. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The review of the event history log found no errors in the settings and no record of any alarms related to the flow rate accuracy. Functional tests could not confirm the customer's reported problem. The accuracy was within specification; however, it was close to the upper limit. The cause of the problem could not be determined because there is no problem the pump accuracy, and it is not reproducible. The device was returned to the customer at the customers request.